Event description:
Related manufacturer reference number: 1627487-2022-06442. It was reported that the patient was experiencing bow-stringing of the extensions since replacement of the ipg. Scar tissue was around the extension. Surgical intervention took place on (B)(6) 2022 wherein the surgeon released the scar tissue, issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.